Event description:
It was reported the patient¿s ¿stimulation was turning off.¿ it was stated the patient ¿thought stimulation was to be on when she left the hospital like her other stimulators were.¿ it was noted the patient was ¿concerned who was supposed to turn it on¿ and whether it ¿should have been on prior to her leaving.¿ the patient was redirected to her health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).